Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, monitor a would not provide a pressure reading for cardioplegia line. Only dashes appeared. The device was not changed out as the user was able to utilize monitor b during surgery. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress, but not yet concluded.